Manufacturer narrative:
The insulin pump was received with physical damage cracked and bleeding lcd glass. The insulin pump had scratched lcd window, battery tube threads cracked and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had full black screen. The customer reported that the insulin pump was exposed to extreme temperatures. The customer's blood glucose was 195 mg/dl at the time of incident. The insulin pump will be returned for analysis.